Event description:
It was reported a "decline in battery life". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.